Manufacturer narrative:
Product complaint # (B)(4). Evaluation: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a used mesh that appeared to have tears could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The mre review could not be conducted, because the batch number of the complaint is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts were made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. When did the new abdominal herniation occur? Was the hernia new or was it a re-occurrence? Was the bleeding significant or was it related to the surgical procedure? What are the surgical findings of the reoperation that was conducted? When was the abdominal wall closed? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Date ¿ time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed? Results? How was hernia re-occurrence managed? What is the patient's status?

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2019 and the mesh was implanted. It was reported that the patient had a huge incisional herniated abdominal wall that was scheduled for an event atrophy with mesh plus separation component of the abdominal wall, fixation made with prolene mesh to the abdominal wall with 8 transfixing points in the quadrants and closure of the sack due to the impossibility of closing the abdominal wall. It was reported that its pop showed a bleeding that stopped with the expectant management and after 12 days, when removing drains, there were findings of great liquid collection that deserved studies.